Event description:
It was reported that the customer passed away while wearing the insulin pump. The mother stated that, has been having issues with low blood glucose. The mother stated that she called her son and by the time the paramedics arrived, the customer was pronounced dead. It was stated that the customer's death certificate show the cause of his death was cardio pulmonary arrest. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.